Manufacturer narrative:
The customer called and spoke with a philips remote service engineer (rse). A philips remote service engineer (rse) remotely connected to the control center at the customer site and determined two pumps assigned in icca are seen for fentanyl and both assigned since 7/11. Rse spoke with the nurse so that they unassign the pump that doesn't correspond. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on intellispace cc & anesthesia indicating incorrect speed dump. It goes at a speed of 1ml/h and in the icca it shows 40ml/h. The device was in clinical use at the time the issue was discovered. There was no report of patient or user harm.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Customer reported a pump is administering medication at a speed of 1ml/h and in the icca it shows 40ml/h. The device was in use on a patient. There was no report of patient or user harm.